Manufacturer narrative:
Health effect impact code: (death).

Event description:
The user is reporting that the device did not function during a patient use event. Per the customer device not functioning due to "electrodes used."